Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (unknown) (15 mg/ml at 1.7323 mg/day) and morphine (unknown) (5 mg/ml at 1.7323 mg/day) via an implantable pump for non-malignant pain. It was reported that the pump was flipping (starting in (B)(6) 2020) so the hcp did a catheter revision today and trimmed 33 cm off of the spinal segment then removed 27 cm from the pump segment (started with initial 8780 length of 114.3 cm). The hcp then opened up an 8780 and attached only the pump segment (27.9cm) then successfully aspirated 1 cc from the cap. The agent assisted the rep in calculating the catheter length and entering it into the programmer. The rep states that the hcp then filled the pump with a new concentration of drug. On (B)(6) 2021, they anchored the pump and moved it from the abdomen to the flank area.